Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have ordered a replacement set of defibrillation hard paddles. Physio-control has been unable to confirm with the customer if the replacement hard paddles set resolved the reported failure. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be confirmed.

Event description:
It was reported to physio-control that the customer's device had logged an event code and would no longer detect the hard paddles assembly when connected. This would prohibit the device from delivering defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported issue. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The device will not be returned to physio-control for evaluation.